Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead had not been tied down adequately at initial implant and had pulled back. The lead was explanted and replaced. During the revision procedure, the new atrial lead was plugged into the header and there were no sealing rings and the device would not sense the pwaves. The lead was checked okay through the analyzer. It was determined that the lead was not making good contact in the header and therefore not sensing pwaves. The device was then explanted and replaced with a new device. The physician thinks that the sealing rings came out when the old atrial lead was removed from the header. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.